Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectal resection procedure, the surgeon was able to press the green button and squeeze the handle, but the stapler did not fire. Another device was used to complete the procedure. There was no patient injury.